Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with a 4.5fr non-bsc sheath utilizing ipsilateral antegrade approach. There were two target lesions. Target lesion #1 was located in the peroneal artery. A non-bsc balloon catheter was advanced via a non-bsc micro catheter and dilatation of peroneal artery was completed. Target lesion #2 was a 99% severely stenosed lesion located in the moderately calcified and moderately tortuous anterior tibial artery. After a non-bsc guide wire and another 9-12mm non-bsc guide wire was crossed the lesion, dilatation was then performed with a non-bsc balloon catheter but the balloon ruptured. Stenosis was removed to some extent. Additional dilatation was performed to residual stenosis with a 3.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter. However, on the first inflation at 12 atmospheres, the balloon ruptured and the procedure was completed. No patient complications were reported and the patient's status was good.